Event description:
It was reported that during a plate removal, a surgeon was unable to remove locking screws from a plate. The surgeon had to saw the plate off. During this, the surgeon ended up re-breaking the previously fused joint. Another company's plate was implanted to re-fuse the fracture. No further information was provided.